Event description:
It was reported that following a magnetic resonance imaging (MRI), the device was unable to be interrogated using rf telemetry. The system was not MRI conditional and the inability to interrogate the device was suspected to be associated with use of an off label MRI environment. Abbott technical services was contacted and a firmware download and cyber security upgrade were performed on the device to resolve the event. The patient was in stable condition.